Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not communicating with the insulin pump. Customer reported the electrode was missing from the sensor upon removal from their body. Customer stated the electrode was not stuck inside their body. The customer's blood glucose was unknown. The customer declined to return the sensor for analysis.